Manufacturer narrative:
No investigation was possible on this complaint as the user did not wish to be contacted again. The user did receive low glucose alerts while traveling in the airplane and the phone being in the airplane mode. H6 results code was updated to 213. H6 conclusions code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported the continuous glucose monitoring system did not alert her. The user did not require medical attention.